Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing particles in airway from device, black particles in filter and having nasal problems, respiratory problems. Patient also alleged of having nasal surgery. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previuosly received information alleging throat irritation related to a CPAP device's sound abatement foam. The patient has alleged particles in tubing/chamber , particles in airway from device and had to get surgery on nasal, nasal problems, respiratory problems. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found evidence of sound abatement foam degradation/breakdown was not observed in the base unit with visual inspection. In secondary findings, during the investigation, it observed an unknown dust contaminant inside the blower box at the air inlet. A dark unknown dust contaminant was observed on the top enclosure, front panel, rear panel, and bottom enclosure. An unknown dust contaminant was observed on the blower, blower seal, and blower box. A keratin-like substance was observed on the blower box outlet. The logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 has been corrected (clinical codes was not captured in previous report) in this report.